Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation procedure to treat an atrial fibrillation and atrial flutter, a farawave nav catheter was selected for use. Use of the catheter to treat atrial flutter and perform cti constituted off-label use of the catheter. After ablating the left superior vein, the physician noticed that the merit guidewire was not moving freely. The physician then attempted to move the guidewire forward and back and said it felt stuck. The physician noted that the wire was getting stuck at the tip of the catheter. The physician then collapsed the catheter into basket and then to neutral and pulled into the sheath. The physician then pushed the wire slightly forward and it appeared to become unstuck. The physician then said it still felt a little tight but wired the left inferior vein and did the ablation. The physician then moved the wire back into the left superior vein and decided they wanted to switch out the wire. The physician then put the new wire in and then realized that it might actually be the catheter that had the issue so that is when a new farawave catheter was grabbed. The new catheter was prepped on the back table, and the new wire was inserted, and everything went well with no issues. The procedure was completed with an approximate two minute delay. No patient complications were reported.